Manufacturer narrative:
As reported in the femoral sheaths and accessories survey the respondent indicated a dissection with the brite tip sheath. No other information was provided. The device was not returned for analysis. A product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿dissection¿ could not be confirmed. Vessel characteristics and/or user technique may have contributed to the reported event. Dissection is a known potential complication. According to the instructions for use (IFU), if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi. Possible complications include, but are not limited to air embolism, infection, intimal tear, hematoma at the puncture site, perforation of the vessel wall, thrombus formation. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in femoral sheaths and accessories survey the respondent indicated a dissection with the brite tip sheath. No other information was provided.